Manufacturer narrative:
(B)(4). Returned product consisted of a bloody guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and tactile inspected. Inspection revealed a hypotube kink 27 cm from the strain relief, a kink in the distal shaft located 14mm and 1mm from the tip, and a complete separation at the collar. The damage to the collar is consistent with torque force. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that there was difficulty advancing the device through the patient anatomy. A 6f guidezilla ii guide extension catheter was selected for a percutaneous coronary intervention within the distal portion of the left anterior descending artery. The 90% stenosed moderately tortuous and calcified lesion was crossed by a guidewire and then the physician attempted to predilate the lesion with a boston scientific emerge balloon catheter. However, the balloon could not cross the lesion due to high angulation and calcification. The physician tried to use the guidezilla to deliver the device, but it too was unable to get to the intended location within the anatomy because of the lesion characteristics. The procedure was completed with a different device. No patient complications were reported and the patient's status after the procedure was stable. However, device analysis revealed a complete separation at the collar. It was further reported that the shaft of the guidezilla ii was broken/separated in the box prior to the procedure.